Event description:
It was reported that externalized conductors were observed via x-ray during a previous follow-up. No electrical anomalies were detected. During device change out for normal eri, the physician elected to capped and replaced the lead.